Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to progression of osteoarthritis. The tray, femoral, and tibial bearing were removed and replaced.